Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, an end tone was heard but tissue was not sealed properly. A new device was used to continue the procedure without any patient harm.

Manufacturer narrative:
Correction: additional information:if information is provided in the future, a supplemental report will be issued.